Manufacturer narrative:
Maquet determined that the black particles are deposits of grease coming from the bushing between the main arm and the balanced arm. The investigation concluded that the reported event is the result of an unspecified maintenance performed by the hospital staff. A service technician removed any remnant of grease and returned the device to service.

Event description:
The local distributor reported to maquet that black particles fell off of the device during cleaning. There were no patient involvement nor injuries reported. (B)(4). Maquet is aware of a total of 3 similar events involving 3 separate devices. These 3 events are being reported in 3 MDR's under the factory reference number (B)(4).